Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not working. It was further determined that the device electromotor for oscillator was broken and the controller for the battery power line contacts were damaged. It was observed that the internal components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery oscillator device was not working properly. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.